Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was scheduled for an MRI and during interrogation prior to the MRI, it was found there was no capture in the atrial channel. Review of the most recent chest x-ray showed the atrial lead had dislodged. While attempting to reposition the lead, the helix did not extend. The lead was explanted and replaced. The patient was stable.